Event description:
It was reported that the user began a meal without announcing it, and customer care reviewed the meal history, confirmed no meal announcement had been made, and educated the user that they could still announce the meal at that time. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included a review of device-use data through meal history and user education on proper meal announcement workflow. Investigation of this case revealed user operation error related to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error was the cause.

Manufacturer narrative:
Initial.